Manufacturer narrative:
(B)(4). Batch # ni. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a robotic assisted prostatectomy procedure, while articulated, the doctor had trouble closing the device on the dorsal vein complex. He forced it shut and fired the device. There was a small partial firing that took place. They opened the instrument by prying the handles. Suturing was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n55c4d. The analysis results found that the ats45 device was received in good visual condition and with a tr45g cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.